Manufacturer narrative:
Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure modes for embedded foreign matter on the shield and foreign matter on the tube with the incident lot were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the issue of embedded foreign matter through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion based on evaluation of the customer photos and samples, the customer¿s indicated failure modes for embedded foreign matter and foreign matter with the incident lot were observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are in the process of being implemented to mitigate further occurrences. Root cause description a CAPA was conducted to document further investigation and root cause analysis relating to the issue of embedded foreign matter. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Based on the investigation, the most likely root cause of the foreign matter could not be determined. Rationale based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with the issue of embedded foreign matter. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® sodium fluoride edta (fe) blood collection tubes there were two tubes with dirty stoppers and one tube that was dirty. Foreign complaint the following information was provided by the initial reporter: dirty stopper x2, dirty tube x1.